Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that two days after undergoing an uneventful phacoemulsification with intraocular lens implantation procedure, the patient experienced a disturbance in the left eye and sought emergency service. The patient presented with corneal edema, corneal infiltrates, elevated intraocular pressure, hypopyon, vitritis. The patient was referred to another hospital, and was diagnosed with endophthalmitis. Eye cultures were performed and intravitreal antibiotic treatment was started. A vitrectomy procedure was performed on (B)(6) 2014. The patient was reported to have a poor visual prognosis (from visual impairment to unilateral blindness). The patient is continuing to receive antibiotic treatment. The reporter did not know what caused the endophthalmitis. It was noted that the single I/a (irrigation/aspiration) tip had more than one year of use. This is the second of two reports for this facility.